Manufacturer narrative:
(B)(4). The carefusion failure analysis laboratory received the suspect device, a 3100a ventilator, and evaluated the device. An evaluation of the device found that the blue limit line and green control line were out of calibration and isolated the root cause of the reported issue to personnel training. In the event that additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that when the user went to suction the patient, the piston on the ventilator stopped. The customer tried to re-pressurize the ventilator, but the piston would not start. The customer stated that the reported issue was due to user error and the user switched the patient to another ventilator. There was no harm to the patient.